Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18905 and 3006705815-2022-18907. It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. The leads had impedances. As a result, surgical intervention was taken where the system was explanted and replaced to address the issues.